Event description:
The company representative (rep) confirmed that the lead was replaced, but unfortunately the customer has discarded it.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# unknown, product type: lead. Product ID: 37086, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the tremor parkinson&#38112;disease patient experienced tremors "as before the implant" and that their "lead was broken." Impedance testing was performed and found high impedances of &#53172;">40000 ohms" on electrodes 0 and 1. As a result, a revision of the implantable neurostimulator (ins) and extension connection was performed. The extension was disconnected and cleaned, but the impedances remained high (9000 ohms). The impedances were then measured directly on the lead and were found to be high (8000-9000 ohms). It was noted the "physician suspected a lead issue" and the lead was to be replaced as a result of the event. The issue remained unresolved at the time of report. The system impedances were "around 6000 ohms" as of (B)(6) 2015. Additional information was requested; a supplemental report will be filed if additional information is received.